Manufacturer narrative:
After battery installation, the middle (enter) keypad needed to be pressed hard in order for it to work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform the displacement, and self tests due to the unresponsive middle keypad button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was response from button. It was reported that buttons were sticking. Customer was reported that button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.